Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd ultra-fine¿ insulin syringe 1/2 ml, 29g had misaligned scale and the plunger rod end was melted before use. No medical interventions provided.

Manufacturer narrative:
Unable to perform complaint lot history check for misaligned scale and damaged barrel due to unknown lot number. Customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the scale was misaligned and the plunger rod end was melting. The returned syringe was examined and exhibited dents and scrapes on the surface of the barrel near the flange. The sample also exhibited scratches on the surface of the barrel that scratched off scale markings from the 5-10 unit markings. The sample was also tested using the plug gauge and the placement of the scale markings on the barrel fell within specifications. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.